Event description:
It was reported after the customer used the pivet guide embryo transfer set to aspirate the culture medium, for an intrauterine embryo transfer surgery, dark spots were observed on the tip of the inner catheter under a microscope. Repeated flushing with the culture medium failed to remove them. The customer refused to use the product and the procedure was completed by using another new device the customer provided a photo; the issue seems to be more of a general contamination or material discoloration issue. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 (primary UDI number). Investigation ¿ evaluation. It was reported after the customer used the pivet guide embryo transfer set to aspirate the culture medium, for an intrauterine embryo transfer surgery, dark spots were observed on the tip of the inner catheter under a microscope. Repeated flushing with the culture medium failed to remove them. The customer refused to use the product and the procedure was completed by using another new device. The customer provided a photo; the issue seems to be more of a general contamination or material discoloration issue. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One transfer catheter was returned to cook for evaluation. There were no apparent dark spots noted at the tip of the device material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded discrepancies relevant to the failure mode. A review of complaint history records found no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, inspection of the returned device, and the results of the investigation, a possible cause of the dark sports in the clear tubing reported by the customer could have been imperfections of the device material itself. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.